Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). It was indicated that the device is not returning as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that trailing haptic of tecnis monofocal intraocular lens (model za9003 +22.0 diopter) tore less than 1/3. Doctor proceeded with the surgery and the lens is in patient's left eye. Additional information was received and it was learnt that incision enlargement was performed to accommodate the za9003 lens. There is no plans to explant the lens at this time. No vitrectomy was performed. Patient was doing well. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.